Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to push when injecting. The following information was provided by the initial reporter: "the patient was unable to eat for 5 days due to duodenal cancer for 10 years after surgery and went to the internal medicine department of our hospital. The outpatient was given fluid rehydration treatment; the nurse used an intravenous indwelling needle for intravenous drip, and a flush was used after the liquid drip after closing the venous indwelling needle and opening the cap of the flush to connect the indwelling needle successfully, it was found that it could not be pushed when the liquid was injected. The reason was that the connection was closed and the use was stopped. Then the device was replaced with a new one and the operation was repeated. Make an impact."

Manufacturer narrative:
H6: investigation summary no sample was received for analysis. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Probable root cause could not be offered with no sample analysis. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Based on the investigation carried and with no sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to push when injecting. The following information was provided by the initial reporter: "the patient was unable to eat for 5 days due to duodenal cancer for 10 years after surgery and went to the internal medicine department of our hospital. The outpatient was given fluid rehydration treatment; the nurse used an intravenous indwelling needle for intravenous drip, and a flush was used after the liquid drip after closing the venous indwelling needle and opening the cap of the flush to connect the indwelling needle successfully, it was found that it could not be pushed when the liquid was injected. The reason was that the connection was closed and the use was stopped. Then the device was replaced with a new one and the operation was repeated. Make an impact."